Event description:
It was reported that the ilet displayed repeated ¿restart ilet¿ alerts with alert code 38 after a supply change, and the pump subsequently showed ¿unable to proceed¿ when attempting to access the change cartridge and tubing function. The user was instructed to remove the infusion set from the body, remove all supplies, and restart the pump, after which rewind and change functions were accessible. Education was provided on proper technique including not attaching the connector to the cartridge before inserting the cartridge into the ilet. No reported symptoms. Outcomes included temporary loss of therapy that required user intervention and resulted in replacement supplies and completion of troubleshooting and education. Investigation included agent review of use technique, verification of the infusion set type, documentation of affected lot numbers, and guided restart to clear the condition. Investigation of this case revealed that an infusion set and connector were not attached correctly and that difficulty connecting the adapter likely contributed to consecutive stalled motor alerts associated with the cartridge and infusion set connector. It was concluded, based on previously established findings for similar reports, that the cause was user technique leading to incorrect assembly and resultant motor stall with restoration after proper restart and setup.